Manufacturer narrative:
H3: the device was received for evaluation. A review of the service history found no indication that the reported issue was related to prior servicing of the device within the review period. Visual inspection and functional testing confirmed that the device alarmed due to high electrical output and failed electrical testing. Further investigation using a multimeter identified the motor as the source of the failure. The probable cause was determined to be normal wear and tear over extended use. As more than 60% of the unit components required replacement, the device was determined to be beyond economical repair (ber).

Event description:
The unit was returned because the unit had tripped the lim (electrical safety alarm) alarm due to high electrical output, and there was no error codes appeared. It had occurred during setup. The results of the investigation found that the device had a confirmed electrical issue and related to the motor. There was no patient involvement.